Event description:
Somnoplasty was performed to alleviate sleep apnea. Tongue appears permanently bent to right, middle of right side is flattened and scarred, right-center tip and top of tongue feels permanently burned without healing. Entire tongue feels ran and excessively salivated. I have difficult talking, eating, swallowing food, chewing, sleeping tasting food. I am constantly biting right side and a growth and scars snow. Dates of use: 2008. Diagnosis or reason for use: sleep apnea.